Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed and noted no obvious defect at the spike port. Functional leak testing was performed by filling the bag with water and a leak was noted at spike port cap. The reported issue was verified. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml exactamix eva tpn bag had leaked from the spike port. This event occurred while filling the device with an unspecified solution. There was no patient involvement. No additional information is available.